Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired; however they do not believe this was device associated.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The device was put through extensive testing using the customer's returned multifunction cable without duplicating the report. An internal inspection of the device found no discrepancies. The electrode pads used at the time of the report were not returned as part of this investigation. A review of the device log shows evidence of poor coupling between the patient and the electrodes being used. Multiple "attach pads" messages were observed in the log while the device was trying to analyze and there are no "pads on" recorded until 40 minutes into the case, and a defib pad short message and 30j test is successfully performed right after. When all criteria was appropriately met the device was capable of delivering energy. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherance and/or air under the electrodes can lead to the possibility of arcing and skin burns. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.